Manufacturer narrative:
The report states "the patient seems not to be open for collaborating by providing additional information to the ecp." The product has been requested for return for evaluation, but has not been received. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in executive management review meetings.

Event description:
On (B)(6) 2014, our firm was notified that a patient (pt) had a "pseudomonal infection" detected. The pt was wearing acuvue advance contact lenses when the incident occurred. The wear and replacement schedule are unknown. "The pt is in a medical treatment at the moment, lens has been analysed at the hospital. We are waiting for the eye care professional (ecp) to get more information and try to get a sample." On (ecp) to get more information and try to get a sample." On (B)(6) 2014, our firm received an update stating that "the patient went to a hospital/ophthalmologist to treat the problem, but not to the ecp that fitted and sold the lenses, therefore, the lens and medical report is on ophthalmologist's hand with no access to any of these info so far". On (B)(6) 2014, the ecp was contacted and he stated, "the advert event occurs while the pt was at an (B)(6) (exchange student program), therefore, he/she was treated in a hospital in (B)(6) at the first instance and at the moment he/she is not completely recovered and the ophthalmologist who make the follow now up an ecp in spain.